Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the garment on her back. The irritation was described as rash like, itchy, and sometimes bleeding. The patient's physician recommended a cortisone cream be used on the irritation. During a follow up call, the patient reported that her rash was improving. There was no allegation that a device malfunction caused or contributed to the reported skin irritation.